Manufacturer narrative:
(B)(6), a territory manager of the posey products, visited the facility after the customer reported for a patient fall. He witnessed that the alarm was not connected to the nurse call station when he tried to find out the cause of the reported event. He then installed y or split cable to ensure connectivity to the nurse call station and did in service to staff at the facility to mitigate this issue from reoccurring. He confirmed that the alarm will not be returned for evaluation as it is functional and will perform as intended. He also learned that the patient did not suffer any injury. Without the return of the device, the reported issue could not be confirmed and without the device serial number information, the release documentation could not be reviewed. Based on the information provided by the posey territory manager, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturing reference file # (B)(4). No problem found on the device.

Event description:
(B)(6) reported a patient fall with a sitter elite. Limited information provided, (B)(6) stated that the nurse call cable was not connected to the alarm. Questionnaire saved in file.